Event description:
Initial information received from a dermatologist via company sale representative on 28-jul-2010. A female patient with an unspecified medical history had received 1 injection of poly-l-lactic acid (sculptra) in (B)(6) 2009. In (B)(6) 2009, she had had dental implantation. In (B)(6) 2010 (date to be confirmed), the patient developed nodules. The reporter saw the patient during consultation on (B)(6) 2010. No further information was provided. Internal review: significant correction performed on 06-aug-2010 to add ptc information and local ptc number (B)(4).